Event description:
It was reported that during an implant procedure, upon opening the package, the device appeared to be contaminated. The device was not implanted, and an alternative device was successfully used for the procedure. The potentially contaminated device is expected to be returned for evaluation. There was no patient involvement with the device, and no adverse patient effects were reported.